Event description:
Related manufacturer reference number: 2017865-2024-33539. It was reported that the patient's right ventricular (rv) lead exhibited high capture threshold and low pacing impedance measurements. It was also reported that during the pulse generator change-out procedure, the set screw of the pulse generator was stripped, and the lead could not be removed from the header of the pulse generator. The lead was capped on 14 feb 2024. The patient was stable throughout the procedure.

Event description:
The header of the pulse generator was cut allowing the physician to cap the lead and the pulse generator was explanted.